Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated they needed someone to check their stimulator. The patient said they used to get 21 days of charge on their implant, but now they were lucky to get 7 days. The patient said they were having to charge more often, and the implant wouldn't hold a charge, which messed up the battery. The patient also said they used to be able to turn stim up to what they needed to, but now they would get settings not available when they tried to increase. The patient also said if they decreased settings, they couldn't increase back up. When asked about the event date, all the patient could say was this year and mentioned "after I changed my address with you guys". The patient said that with the implant, they were able to cut down on pain meds; they went down from 30 mg morphine a day to "2 15s mg a day", but now their pain levels had been pretty high. The patient saw their new pain doctor a month ago and let them know they needed someone to check the implant. The patient mentioned their doctor worked with baclofen pumps but didn't do the stimulators and mentioned their manufacturer representative (rep). The patient said they had tried contacting the rep they got when implanted in the past but was never able to get ahold of them and wasn't sure who the rep was. The agent reviewed the role of a representative and provided the nas number for the doctor's office to call if needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received and it was reported that there were high impedances; of the 8 contacts, 0, 2, and 3 are normal. #¿s 1, 4, 5, and 6 are greater than 24,000. #7 is 40,000. Troubleshooting was performed, impedances test and reprogramming. Patient was getting a ¿settings unavailable¿ screen when trying to increase the strength of her stimulation and was recharging more frequently than normal. Rep reprogrammed her device using the available electrodes and she reported as good or better coverage than she had before. Issue has been resolved.